Event description:
Customer reported physical damage to insulin pump. Customer reported a cracked screen and case. The blood glucose reading was 45 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads cracked reservoir tube, cracked reservoir tube window stained end cap sticker.